Event description:
A patient experienced a burning sensation at the location of the implanted neuro stimulator and the lead-extension connection site, while stimulation was turned on. Device reprogramming was attempted, however, the burning pain never subsided. A loss of therapeutic effect was also noted. The issue had occurred for the past 2 to 3 months. The patient's status was fair. On (B)(6) 2010, it was further reported that during a lead revision/replacement procedure, a physician was not able to advance the stylet through a new lead. Other stylets were attempted. It was noted that "the white one with the curved tip went in better as he made it go through further it bent it all up, it just would not advance into the lead". The new lead was not implanted in the patient. The patient did not receive any replacement devices. The patient's device/battery was explanted even though interrogation and other checks did not indicated that the battery was defective/defaulted. The lead and device/battery was intended to be returned to the manufacturer for analysis. The pt has recovered without sequela following the procedure in which the patient's entire device system was explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.